Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and found that the evacuation bypass valve (ebv) to be malfunctioning. He replaced the ebv to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported bf (body fluid) control failure (rbc running low or failing) on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.